Event description:
It was reported that the ilet pump¿s display was cracked after the user rolled onto the device during sleep, rendering the screen unusable and preventing wake-up or interaction; the user switched to multiple daily injections and reported a blood glucose of 276 mg/dl, and the device will be returned. Symptoms included hyperglycemia. Outcomes included temporary interrupted insulin pump therapy and use of alternative insulin delivery. Investigation included customer service troubleshooting, review of reported event details, and arrangements for device return. Investigation of this case revealed physical damage to the display assembly consistent with accidental external impact, with no associated alarms reported and no injury. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.